Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient died during the implant procedure. A defibrillation threshold (dft) test was performed and the induced arrhythmia was successfully terminated with 31 joules. Shortly thereafter, the patient's heart went into cardiac standstill and cardiopulmonary resuscitation (CPR) was initiated. The patient recovered briefly but died a short time later. The death was attributed to the patient cardiac status associated with a low ejection fraction. There were no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.